Event description:
Pt reported that they experienced an issue with their previous hizentra infusion on (B)(6) 2026 or (B)(6) 2026. Pt reported they tried for 3 hours to start their hizentra infusion and the adapter for the hizentra 10gm prefilled syringe. Pt confirms that their first syringe from their (B)(6) 2026 order worked but the second syringe did not. Pt tried using 2 different freedom pumps but it does not seem to be a pump issue but rather an issue with the adapter for the hizentra. Pt confirms the luer disc was aligned. Pt reported they did miss their dose due to the defective device, however, they did not report experiencing any adverse symptoms due to the missed dose or the product issue. The device serial number was not provided. No additional details, dates, or information provided. Indication: immunodeficiency, unspecified, and other immunodeficiencies. Patient code: 4582 device code: 2340. Referencing report mw5190102. This report captures pump freedom 60 #1.